Event description:
Additional intervention was performed on (B)(6) 2019 for a pseudoaneurysm related to the perforation that occurred during the initial procedure. Two additional stents were placed in the proximal circumflex artery. The patient was hospitalized from (B)(6) 2019 through (B)(6) 2019 and was discharged home. It was noted the treatment was successful and the pseudoaneurysm was resolved. No additional treatment was planned as of (B)(6) 2019.

Manufacturer narrative:
Additional information: b5. (B)(4).

Event description:
Additional information received stating that the patient was admitted to the emergency room on (B)(6) 2019 due to elevated troponins as a result of a non-st-elevation myocardial infarction (mi). Percutaneous coronary intervention was performed on (B)(6) 2019. The patient was stable and discharged. According to the physician, the diamondback 360 coronary orbital atherectomy device (oad) could not be ruled out as a contributory factor and believes the procedural complications contributed. Additional information was received from the clinical event committee (cec). The cec reviewed procedural images and concluded that the oad was related to the mi, thrombus, and perforation. The site stated that thrombus was not related to the oad.

Manufacturer narrative:
Duplicate report was submitted for this event under 3004742232-2023-00199. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels, myocardial infarction, and thrombus are potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Manufacturer narrative:
Corrected fields: adverse event problem: patient codes (2101 removed). Updated fields: adverse event problem: (method code (3331 added). Additional information: the physician's procedure notes were provided to csi on 30-apr-2019. The additional detail and clarification provided by the procedure notes was used to correct and update event and adverse event problem. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device was selected for treatment in the proximal circumflex artery, which had marked calcification and a moderate 50-70% stenosis. The physician expressed concern about delivery of catheters and stents around this area. Three treatment passes were performed on low speed with treatments lasting 30, 35, and 30 seconds respectively, and four treatment passes were performed on high speed with the treatments lasting 20, 25, 25, and 25 seconds respectively. After the last treatment pass, a small area of vessel perforation with marked dilatation and ectasia of the vessel was seen on imaging. A mild, small pericardial effusion was noted. The oad was removed, and a 5mm balloon was inflated to perform tamponade for 20 minutes. The balloon was deflated, and angiography showed stabilization of the ectasia with no extravasation. Additional pci was performed with angioplasty and stent delivery, during which additional complications occurred including re-rupture of the vessel and thrombolytic occlusion of the vessel due to extended balloon inflation during resolution of the re-rupture. Pericardiocentesis was performed, and a drain was left in place. The patient was admitted to the intensive care unit following the procedure. All of the complications occurring after resolution of the initial perforation due to use of the oad were resolved. The pericardiocentesis drain was removed on (B)(6) 2019. The patient recovered well and was discharged home on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
During a coronary atherectomy procedure using a diamondback coronary orbital atherectomy device (oad), a perforation occurred. The target lesion was located in the proximal circumflex artery. Three treatment passes were performed on low speed with treatments lasting 30, 35, and 30 seconds respectively, and four treatment passes were performed on high speed with the treatments lasting 20, 25, 25, and 25 seconds respectively. After the last treatment pass, a cavity spilling perforation was observed on imaging. The perforation was treated with balloon angioplasty with balloon tamponade. A stent was placed, which resulted in a re-rupture of the vessel. Additional balloon angioplasty tamponade was performed and was complicated by thrombosis of the circumflex artery. Balloon angioplasty was performed, and two additional stents were placed. Final angiography revealed marked ectasia of the proximal circumflex with no extravasation and brisk runoff into the distal circumflex. The patient was admitted to the intensive care unit (ICU) following the procedure and discharged five days later.